Event description:
It was reported that egms revealed oversensing of noise. The patient had a mustart procedure performed due to a birth defect. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.